Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. It is unknown if the device will be explanted. No further information was provided.

Event description:
New information states that premature battery depletion was first observed during follow-up in clinic. Patient was asymptomatic. The device remains implanted since it has not reached eri yet. It just had shown early signs of battery depletion. The patient will continue to be monitored trough remote transmission.

Event description:
New information states that the device was explanted and replaced. Patient reported fine after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, high current and sharp voltage battery drop was observed during bench testing. Further analysis revealed non- shorting lithium clusters. It was noted that the presence of non-shorting lithium clusters is normal and they are in conformance with the intent of the internal insulation design. The cause of this issue was found to be rf module anomaly. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.